Event description:
A physician reported that the actuation problem of cutter (tubing occluded) occurred during testing. The procedure type and other surgery details were unknown. There was no product contact with the patient. This report pertains to probe tubing occlusion associated with this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.